Event description:
Whilst injecting cement (simplex antibiotic x 2 mixes) into the femur during exeter unitrax hip case. It felt that the cement was setting too quickly (after about 3-4 minutes). Took out all of the cement and used new mix before trying to insert the stem. A new mix of cement (simplex antibiotic x 2) was used and tried to insert the 37.5 no.3 exeter stem into the femur. The stem would not sit completely down as per the trial, this was because not all cement was cleared from the femur during the first mix of cement. Second batch of cement was then removed a third mix of cement was used (simplex antibiotic 2 x mixes) and a 35.5mm stem was inserted. Surgeons were happy with end result.

Manufacturer narrative:
An event regarding setting time involving simplex bone cement was reported. The event was not confirmed. Visual inspection and functional testing was completed on the three retained samples tested from lot code tiu043. The results were satisfactory and within specification. No medical records were received or were relevant to the investigation of this event. The devices were manufactured and accepted into final stock with no reported discrepancies. Chr review confirmed no other similar event for the reported lot. The investigation concluded that the reported setting time issue cannot be confirmed. The mixing properties of the retained samples of the reported lot code tiu043 were tested and show that all required specifications are met. Based on the laboratory results of the retain samples it is not possible to replicate this event. No further investigation for this event is possible at this time.

Event description:
Whilst injecting cement (simplex antibiotic x 2 mixes) into the femur during exeter unitrax hip case. It felt that the cement was setting too quickly (after about 3-4 minutes). Took out all of the cement and used new mix before trying to insert the stem. A new mix of cement (simplex antibiotic x 2) was used and tried to insert the 37.5 no.3 exeter stem into the femur. The stem would not sit completely down as per the trial, this was because not all cement was cleared from the femur during the first mix of cement. Second batch of cement was then removed a third mix of cement was used (simplex antibiotic 2 x mixes) and a 35.5mm stem was inserted. Surgeons were happy with end result.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s. Not returned to manufacturer.